Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl 25x5/8 rb needle hub had a hole or was cracked/damaged. Complaint via email. X has received syringes where the attached needle/cover is either broken or damaged. We have found this on only 1 lot of parts. See tab labeled pictures of damage. One picture show the plastic holding the needle is actually broken at the base where it turns into the syringe, one picture show the plastic holding the needle is actually broken at the base where it turns into the syringe, and the rest of the blue plastic with the needle still in the cover the other shows damage to the needle cover, like the needles/covers are turned onto the syringes by a machine and it was gripping too tight causing damage or actually breaking them. (B)(4). Additional information: attached are pictures of the sample parts found. We have the parts on hold but may have to sort through because shipments from cardinal health are being delayed again. We are not at the moment having production issues due to lack of product, but last year we had significant issues and don't want to be in the same boat again.